Event description:
This lead was capped and replaced due to rising thresholds and non-capture. The device was changed out at the same time to prevent opening the pocket again anytime soon. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.